Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an endo sinus surgery, the procise wands were defective. The procedure was successfully using a back-up device. A significant delay greater than 30 min was reported. No patient injury or other complications were reported.

Manufacturer narrative:
H3,h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) the device use-limiting function may have been triggered. 2) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.